Event description:
After installation of a software upgrade. Connection to the controller fails. Cannot connect in kineverif or rosa one software. Checked device manager and found that the pci serial port drivers did not install correctly. Attempted to update but was unsuccessful. Did not perform any further troubleshooting until guidance was received.

Manufacturer narrative:
An analysis of the data logs was performed. This analysis concluded that the controller failed to connect after the upgrade attempt because its software version was not updated properly by the zb representative during the system upgrade. Based on the investigation performed, the technical root cause of the event was determined to be an operator error.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
After installation of a software upgrade. Connection to the controller fails. Cannot connect in kineverif or rosa one software. Checked device manager and found that the pci serial port drivers did not install correctly. Attempted to update but was unsuccessful. Did not perform any further troubleshooting until guidance was received.